Manufacturer narrative:
Concomitant medical products: product ID neu_obturator_acc, serial# unknown, product type accessory; product ID 355538, lot# n658867, product type accessory; product ID: neu_obturator_acc, serial/lot #: unknown. Analysis of the obturator (unknown) found that it was broken. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that the internal component of the passer broke while removing it. The passer had been bent to match the curve of the patient when tunneling from the back to the front of the body. After the catheter would not pass the insert was used to clear the broken piece and the issue was resolved at the time of the report. No patient symptoms reported.